Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that results from one sample identifier were assigned to a sample with a different identifier on the cobas u 601 urine analyzer (u601). No erroneous results were reported outside of the laboratory. The customer ran a single sample on a rack. For no reason they could understand, the customer could not validate the sample. The customer then tried running the sample on the u601 again in the same rack and same position. Another order of the sample was created and this remained pending on the instrument. Since the customer still could not validate the result, they decided to manually enter the results into their laboratory information system. Later during the day, they ran a different sample in the same rack and same position. No results were generated for the sample. The did, however, notice that the previously pending sample had results. After checking, the results were actually from the latter sample. No adverse events were alleged to have occurred with any of the patients. The field service engineer checked the analyzer. He verified that no mismatches occurred with 15 sample identifiers, rack positions, and rack identifiers.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.